Event description:
The pt was removed from a cruise ship due to bronchopneumonia and cardiac problems. Due to presenting condition, the pt was admitted in ICU in 2007. The pt was in the ICU on a 7200 ventilator for several weeks on assist control (ac) mode and was later changed to pressure control (pc), because of his condition. The next month, there was a general power failure at the hospital and 5 seconds later, the back up generator was started. The hospital staff responded to alarms, manually ventilated the pt and put the pt on a different ventilator. The pt was ventilated until two days later, then later died.

Manufacturer narrative:
A request was received by the local tyco nellcor puritan bennett office from the hospital for a service evaluation to test functionally of a 7200 ventilator due to power fluctuations. This 7200 ventilator, with over 34,000 hours of use was tested by the local tyco nellcor puritan bennett service technician. No problems were found. The ventilator passed all testing and was placed back into service. The device has been in service since february 2007, with no reported problems.